Manufacturer narrative:
During the slew rate test, following preventative maintenance, the thermogard xp ivtm system (sn (B)(6)) powered off multiple times, and a burning odor was detected coming from the power supply area. The probable root cause of the power issue was a defective power supply, likely attributed to the device's aging. The device's life expectancy is 5 years. This thermogard console was manufactured in august 2010 and is over 15 years old. The root cause of the burning smell remained unknown, as the power supply is not field-accessible for inspection. Furthermore, the air trap sensor block appeared defective, showing traces of dried saline, likely caused by a leaking start-up kit (suk) or user mishandling. However, no recent event was reported by this customer regarding a leaking suk associated with this thermogard console. The defective air trap sensor block and power supply need to be replaced to address the noted issues; however, the customer declined the repair quote. Therefore, no service will be done by zoll. The thermogard console (B)(6) will be scrapped either by the customer on site or at zoll germany service depot. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard console with serial number (B)(6).

Event description:
During the slew rate test, following annual preventative maintenance performed by zoll field service engineer at the customer site, the thermogard xp ivtm system (sn (B)(6)) powered off multiple times. A burning odor was detected coming from the power supply area, but it did not present a safety concern. Additionally, the air trap sensor block appeared defective, showing traces of dried saline. No patient involvement.